Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore no additional action required at this time. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product or procedural details to bd.

Event description:
It was reported that the patient underwent transurethral cystoscopy, prostate enucleation + tissue morcellation, under spinal anesthesia on (B)(6) 2023. After the operation, the patient returned to the ward and a 22f three-lumen urinary foley catheter was left in place for continuous bladder irrigation after the operation. On (B)(6) 2023, the urinary catheter prolapsed due to the rupture of the urinary catheter. After reporting to the doctor on duty and the bedside doctor, a three-lumen urinary catheter was reinserted. The injury performance stated that it increased pain and psychological burden. No medical intervention was provided. As per the follow up information received on 29jan2024, the customer confirmed that it was catheter balloon rupture and there was no medical intervention provided for pain.